Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of unknown aneurysm approximately 70 months ago. The aneurysm and vessel morphology were not reported. A cuff and 2 iliac limbs were implanted in this patient and there is no documentation that a bifurcated stent graft was implanted. It was reported that the stent graft was explanted. Return of the explanted stent graft was requested for evaluation; however, it was not returned. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: lack of information (the explanted stent graft was not returned, events leading to explant of the stent graft are unknown). Conclusions: lack of information (the explanted stent graft was not returned, events leading to explant of the stent graft are unknown).